Event description:
Per the clinic, the patient developed an infection (specific date not reported) at the abutment site and was treated with antibiotics (specific date, type and duration not reported). Subsequently, the patient underwent a skin revision (specific date not reported), in order to remove the abutment. The implanted device remains.